Manufacturer narrative:
Corrected data.

Manufacturer narrative:
(B)(4). The product was not returned to manufacturer for evaluation therefore cause of event cannot be determined. X-rays were submitted but their results are not yet available.a follow up report will be sent when results of xray are available.

Event description:
Levels implanted: l5-s1 pre-op diagnosis: spondylolisthesis, left side lumboischialgia procedure: revision surgery - wiltse approach it was reported that on (B)(6) 2015 (date is approx.), during patient device maintenance, screws and rods were found to be loose, they were not completely reduced in the screw and the result was metallosis. Back pain and leg pain were observed and patient underwent revision surgery. Product came in contact with the patient.

Manufacturer narrative:
Product analysis: rod witness marks on set screw rod interface surface suggests the rod may have been located in the mas saddle at an angle, as indicated by the asymmetrical final tightening witness marks conclusion: witness marks indicate rod may not have been fully seated in the mas saddle at final tightening.

Manufacturer narrative:
X-ray review: post op x-rays and a single cut post op axial CT are provided.did not see any evidence of loosening ar hardware failure on provided images. Other CT views to assess bony fusion will be helpful. The type of interbody graft is unknown, but there appears to be paucity of bone formation at the interbody space possibly contributing to instrumentation failure.